Event description:
A malfunction alarm occurred after the customer allowed the pump to run out of battery, and upon restarting, a software error was detected. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support assisted the customer with resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code reappeared.